Event description:
A distributor contacted zoll to report that a patient had skin irritation left by the lifevest. The patient alleged that her skin was bright red and appeared to be seeping. The patient reported that she will follow up with her pharmacy and apply a cream in the meantime. The patient also reported blue defibrillation gel leaking and causing additional skin irritation. The patient's electrode belt was replaced to prevent further irritation. It is unknown if the patient consulted her pharmacist.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. H6: evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.